Event description:
It was reported that at device check, patient was told battery is low and will need replacing soon. The physician was contacted and indicated that the device is still in use, there is no allegation regarding early battery depletion, and the device is programmed to higher outputs to treat the patient. It was further reported that the device was functioning fine and there have been no patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.